Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned device consisted of a coyote es balloon catheter with loose balloon folds. An inflation device filled with water was used to inflate the device to nominal pressure. Water was found to be coming out of a pinhole, 15mm from the tip of the device, near the distal side of the markerband. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. Inspection of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified below the knee (bk) artery. A 1.5mm x 20mm x 143cm coyote¿ es was selected for use and advanced for dilation. However, upon the first inflation, the balloon ruptured at 14 atmospheres. The device was removed from the patient without issue and the procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified below the knee (bk) artery. A 1.5mm x 20mm x 143cm coyote¿ es was selected for use and advanced for dilation. However, upon the first inflation, the balloon ruptured at 14 atmospheres. The device was removed from the patient without issue and the procedure was completed with this device. No patient complications were reported and the patient's status was good.